Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon evaluation the monitor's sd card was not fully seated. Once the sd card was properly re-seated, the monitor powered up normally. The root cause of the unseated sd card could not be positively identified but was likely excessive force on the monitor. No adverse event resulted from the unseated sd card. The patient received a replacement monitor.

Event description:
A (B)(6) male patient called zoll customer support to report that his monitor would not power up and kept switching from a blue screen to a white screen. The patient was issued a replacement monitor.